Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. The device had minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the keypad on the insulin pump was not working when attempting to bolus. Customer's blood glucose reading at the time of the call 251 mg/dl and stated that he was a little high because he ran out of insulin. No further information reported.